Manufacturer narrative:
Manufacturer¿s investigation is still pending at time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified and moderately tortuous left superior femoral artery that is 80% stenosed. The ht command guide wire was advanced and resistance was felt with anatomy. However, once removed from the anatomy the coating tip was observed to be missing [peeled off]. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled polymer was confirmed as polymer separation. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s heavily calcified and moderately tortuous during use, resulting in the reported difficulty during advancement. Additionally, it was reported that the polymer was observed to be peeled after removal. Analysis of the returned wire confirmed peeled / separated / bunched / torn polymer. It is likely that manipulation of the wire, when resistance was met, contributed to the noted polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.